Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information received reported additional symptoms; the patient was feeling awful, had altered mental status and pain at unknown locations. It was also reported a dye study and x-rays were performed as diagnostic testing. The date of explant was reported. The pump was also noted to contain baclofen, morphine and clonidine.

Manufacturer narrative:
Concomitant: product ID 8731, non sc, product type catheter. (B)(4).

Event description:
It was reported that volume discrepancies occurred with an eight year old isomed pump. The expected reservoir volume (erv) was 33.5 milliliters (ml) and the actual reservoir volume (arv) was 7 ml. Reportedly, two physicians injected drugs in the pump, refill procedure twice, and both times the erv was 33.5 ml and the arv was 7ml. The patient felt ongoing side effects, overdose symptoms , was not feeling well, and had a headache. The location of the issue or symptoms was reported as the device pocket. The physician was surprised that the discrepancies was ¿so much¿ and there was ¿major¿ discussion regarding septum leakage. Reportedly, no actions were required as a result of this event. However, diagnostic testing was done but it was unknown initially as to what was done. It was later provided that contrast was injected into the catheter access port (cap). The catheter was checked and one could see backflow and contrast in the spinal canal. Therefore leakage from the septum of the pump was suspected. The issue was reported as unresolved and the cause undetermined. At the time of the report the patient's status was reported as alive-no injury. This device system delivered baclofen, morphine, and klonohexidin. Ultimately the patient was implanted with a new synchromed ii pump and post this implant the patient was feeling great and stable again. Please note the implant date was listed at 2015-(B)(6), however, due the previously reported information that this was an eight year old isomed pump, the implant date likely referred to the implant date of the newly implanted synchromed ii pump. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found no anomaly. The pump was received with the outlet port not capped. The pump was not within the serial number range that can produce a septum leak if the needle was inserted at the edge of reservoir fill port and deflected off the chamber area. Analysis did perform a test with a needle insert at the edge of the reservoir fill port, otherwise known as the septum and deflected off of the chamber area and no leak was detected. The top shield of the pump showed evidence of scratching/needle activity near and around the fill septum and cap. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.